Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, this lead was capped and replaced due to a "malfunction" of the lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). - we were informed the subject had ectopic ventricular beats. Ra lead showed p wave undersensing, threshold was elevated, so device was reprogrammed to vvi. On (B)(6) 2015, ra lead was replaced with a new ra lead and device was upgraded to and OEM crt-d device with capped lv port. The device code has been changed from unknown to undersensing.